Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system it acquired false positives. There was no patient impact reported. The following information was provided by the initial reporter, (B)(6) translated to english: "frequent false positives from mid-november".

Manufacturer narrative:
Investigation summary: this complaint alleges a failure on a mgit 320 instrument (p/n441743, s/n (B)(6)). The customer called in to report false positive results. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The instrument appeared to be working without error. The fse escalated this case to global service. Log files were collected and reviewed and no instrument issues were identified. Additional service support was dispatched to review customer workflow. It was determined to be a customer workflow issue. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument mt0937 and no additional work orders were observed for the complaint failure mode reported. Root cause is a customer workflow error. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of december. The upper control limit was not breached, and trends were not identified associated with this defect.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system it acquired false positives. There was no patient impact reported. The following information was provided by the initial reporter, japanese translated to english: "frequent false positives from mid-november".